Manufacturer narrative:
The last calibration for na was performed on (B)(6) 2020, crea was performed on (B)(6) 2020, and mg2 was performed on (B)(6) 2020. All calibrations were acceptable. The qc recovery for na was outside 2sd. The qc recovery for crea and mg2 were acceptable. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer noticed the teflon coating on the sipper probe had worn off. They helped the customer change the sipper probe and the sample probe. This investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2, ise indirect na for gen.2 and mg2 magnesium gen.2 results for six patients with the cobas 6000 c501 module. Patient 1: the initial creatinine result was 6.3 mg/dl and the repeated result was 1.02 mg/dl. Patient 2: the initial creatinine result was 3.23 mg/dl and the repeated result was 0.74 mg/dl. Patient 3: the initial sodium result was 156 mmol/l and the repeated result was 144 mmol/l. Patient 4: the initial sodium result was 161 mmol/l and the repeated result was 141 mmol/l. Patient 5: the initial sodium result was 171 mmol/l and the repeated result was 141 mmol/l. Patient 6: the initial magnesium result was 5.5 mg/dl and the repeated result was 1.8 mg/dl. The questionable results were reported outside of the laboratory. The creatinine reagent lot number was 487379 and the expiration date was 31-mar-2021. The magnesium reagent lot number was 466013. The expiration date was requested but not provided. The sodium electrode lot number and the expiration date were requested but not provided.